Event description:
The customer reported that every time they change the reservoir a different time is shown on the insulin pump. For instance, the year would change back to 2012 every time she would change the battery. The customer is also experiencing a weak battery alarm and a battery out limit. The customer's blood glucose was 300 mg/dl. Troubleshooting was conducted. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.